Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309657. Batch # 4143432. It was reported that the bd syringe 3ml ll 200 s/c had a scale marking issue. The following information was provided by the initial reporter: it was reported by customer that the syringes are missing the markings on them. Verbatim: this same issue occurred again today, (B)(6) 2024, on a different lot ¿ 4143432; see attached photos. Only one defective syringe has been found so far but we are continuing to inspect. Please update the current scope to include this additional lot. Below is the message from our customer requesting fast-tracking of this investigation/complaint. Please confirm that this can be prioritized and inform me asap as to a potential timeline. As mentioned previously, based on the outcome of the syringe inspection that you shared with me ¿ we will need a supplier investigation from the syringe supplier bd to identify the root cause of the issue. We also need to understand to what extent this issue can be spread across the full syringe lot as this lot was used in 2 other batches that were already released. These 2 batches were fortunately still in our distribution warehouse and were put on quality hold. With the stock available, we will be facing out of stock in the next few days. Therefore, we need to get the supplier investigation as soon as possible to understand if the 2 lots could be released or if there are chances that they also include syringes with missing marking.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. One sample and two photos were provided to our quality team for investigation. Through visual inspection, it was observed that the numbers were barely visible, and no grad lines were present on the barrel. The conditions observed are non-conforming per product specification. The potential root cause for the missing print defect is associated with the marking process. A quality alert will be sent to the plant to address this issue. Furthermore, a device history record review was completed for provided lot number 4143432. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.